Event description:
(B)(6). It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction. The patient presented due to worsening effort induced dyspnea. The 80% stenosed and 16mm long target lesion was located in the distal left circumflex (lcx) artery with a reference vessel diameter of 3.0mm. The target lesion was treated with direct stent placement using a 3.0x20mm taxus element stent, resulting in 0% residual stenosis following post-dilation. After the procedure and prior to discharge, the patient experienced elevated troponin levels and was diagnosed with a myocardial infarction with no ischemic symptoms. No actions were taken to treat this event and the event was considered resolved without residual effects. The patient was then discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).